Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed one unpackaged ar-3632-1 serial/batch (B)(6) was received for investigation. The device arrived for evaluation without the anchor; only the inserter was received. Visual evaluation revealed that the returned device was not bent or damaged. Functional testing cannot be performed as the suture/anchor was not returned, and testing cannot be performed on the received device. The most likely cause of the reported failure is a user error, specifically, improper bone preparation and/or surgical technique. Dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors g. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead. To inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant is not anchored. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 24-feb-2025: further information was provided that the anchor could not be fixated properly to the bone and it slipped out.